Manufacturer narrative:
The intuitive surgical inc. (Isi) field service engineer (fse) called and confirmed that the issue did not continue, and the case was completed. Isi did not receive the vse instrument with an alleged issue to perform failure analysis. Although the complaint regarding the tissue entrapment issue was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted donor nephrectomy surgical procedure, the patient's tissue was sticking to the vessel sealer extend (vse) instrument jaws after use. The customer stated that they were using the e-100 with the vse instrument. The intuitive technical support engineer (tse) suggested to try a different vse instrument to see if it would stick. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the surgeon would open the vessel sealer extend (vse), it would start to stick. He would gently pull it off and a little bit of tissue would stick to it. The surgeon noted it would be more of an issue if the same thing occurred with vessels sticking to the vse. The reporter was unsure what tissue it was that was stuck. The surgeon opened the jaws slowly to peel off the tissue. No bleeding or medical intervention occurred. The surgeon completed the procedure using the same vse with no further issues. They were putting electro lube on the vse. There was a little bio debris build-up prior to the issue. There were no adverse issues. The surgeon did not know what caused the issue.